Event description:
The customer was hospitalized for high bgs. It was reported that the customer had seizures. The customer had a back up plan. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the set and use manual injections per md protocol.